Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6), 2023 to ensure the replacement products resolved the initial concern being able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 189 and 149 mg/dl. Customer is comparing results to other devices; actual meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result range is 110-130 mg/dl and expected pm fasting/non-fasting blood glucose test result range is 150-170 mg/dl (customer test 1 1/2 hr to 2 hr after eating pm.). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/29/2024 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (B)(6). 1. What is the customer requesting training on or assistance with: high blood 2. What information was provided/ or what was assistance was provided to customer: the customer states that he is getting 30 to 50 points higher on the true metrix meter than his old meters. Customer is comparing the meter to the freestyle meter and a onetouch meter and both meter are giving the same results but the true metrix is giving higher readings. Customer normal glucose range is 110-130 fasting am 150-170 mg/dl fasting / non fasting pm. Customer test 1 1/2 hr. To 2 hr. After eating pm. Customer a1c on (B)(6), 2022 was 7.2. I will send replacements. 3. Is customer satisfied with what was provided. Customer satisfied. No further actions is required.

Manufacturer narrative:
Sections with additional information as of 03-apr-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strips. Product evaluation has been completed and most likely underlying root cause selected. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Corrected sections as of 03-apr-2023: b1: product problem (e.g., defects/malfunctions) should be no instead of yes. D9: device available for evaluation should be yes instead of no device returned to manufacturer? Should be yes instead of no date device returned to manufacturer should be: 03-mar-2023 h3: device evaluated by manufacturer. Device was returned to manufacturer for evaluation corrected from no to "yes". H6: codes updated to reflect product returned and investigated.